Event description:
It was reported pt suffered corneal abrasions to both eyes following activefx treatment with ultrapulse encore. Pt was sent to ophthalmologist immediately for eval and was confirmed to have corneal abrasions to both eyes. Follow-up in 2008 found that pt was fully healed and has no further eye issues.

Manufacturer narrative:
The ultrapulse encore was inspected by lumenis tech who found the system to be in good condition with no defects; it passed all tests and met operating specifications. User facility suspected possible allergic reaction to bacitracin ointment used with eye shields.